Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), e1 (initial reporter), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Three (3) gfe attempts have been performed to obtain additional information. Customer cancelled the request. No further information available. No responses were provided to the gfe attempts. This complaint will be closed if more information is received in regard to this complaint the investigation will be updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had iab disconnect alarm. There was no patient involvement.